Event description:
It was reported that the patient's pump was turned off on (B)(6) 2021 due to the flow dropping to 0. A computed tomography (CT) scan was not obtained due to patient instability. Instead, bedside chest x-rays and an echocardiogram were performed. Thrombus was suspected but not confirmed. It was noted that the patient was a drug addict and non-compliant. The patient was transitioned to hospice.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Additionally, the report of pump flow dropping to 0.0 liters per minute (lpm) could not be confirmed as no log files were submitted for evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following the removal of the core and to address one or both as needed. Furthermore, this section, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolisms or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provided information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook and section 7 of the IFU ¿alarms and troubleshooting¿ provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.